Manufacturer narrative:
(B)(4). This device (catalog# ask-17752-kr) is not sold in the u.s. Similar product/component sold in the u.s.

Event description:
The customer reports when the position exchange of a patient was performed, the user found the separation of the extension line. A new kit was obtained for patient use.

Event description:
The customer reports when the position exchange of a patient was performed, the user found the separation of the extension line. A new kit was obtained for patient use.

Manufacturer narrative:
(B)(4). The customer returned a used 2-lumen 7fr x 60 cm cvc catheter with extra tubing for evaluation. Visual examination of the catheter revealed that both the distal and proximal extension lines were separated. The distal line was knotted and was in three pieces. The line was separated near the base of the luer hub and near the middle of the extension line. Microscopic examination revealed the points of separations were jagged, indicating undue force caused the breakage. The proximal line was separated into two pieces. The line was separated on the distal end. Microscopic examination revealed the point of separation was smooth. This indicates that the proximal line was most likely cut by a sharp instrument. The inner and outer diameter of the distal line, and the inner and outer diameter of the proximal line were within specification; therefore, there was no issue with the wall thickness. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The IFU also warns the end user, "to minimize the risk of cutting the catheter, do not use scissors to remove dressing." The customer report of extension line separation was confirmed by complaint investigation. Visual examination of the catheter revealed that both the distal and proximal extension lines were separated. The distal line was knotted and was in three pieces. The line was separated near the base of the luer hub and near the middle of the extension line. Microscopic examination revealed the points of separations were jagged, indicating undue force caused the breakage. The proximal line was separated into two pieces. The line was separated on the distal end. Microscopic examination revealed the point of separation was smooth. This indicates that the proximal line was most likely cut by a sharp instrument. The returned sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the sample returned, it was determined that unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.